Event description:
Additional information reported indicated that the revision surgery occurred on the day of the report.

Event description:
Additional information reported indicated that the left brain lead and extension were both damaged. It was stated that when the patient originally fell and hit head she must have hit right on the lead/extension site and broke both. The patient was scheduled for re -implant on (B)(6) 2013. The right brain lead was in intact and the patient was receiving therapeutic benefit. It was further reported that the left brain lead was re-implanted as scheduled. The patient was doing well at the time of the report. She would have a follow up with her doctor in a week or two after the report to manage new settings on the stimulator.

Event description:
It was reported that a loss of efficacy occurred, the patient had a return of tremor. This occurred after the patient fell (date unknown). There were high impedances >2000 ohms and the return of symptoms affecting the left side, but the reporter was "unsure if it was left device side, or therapy side at this point." It was also reported that the fall had occurred four days prior to the report when the patient hit left side of the head (the tremor was on the right side of the body). The patient had swelling on that part of head at the time of the report. When the voltage was increased from 3.7 v to 4.7 v, the patient did get "jaw tightening and hurt." It was also noted, when the ins (implantable neurostimulator) was turned off, her tremor was not as bad as with stimulation on. It was stated that there were high impedances >2000 ohms on all of the unipolar pairs. It was also stated that the current except on the contacts c<(>&<)>2 was less than 7ua, c<(>&<)>2 was exactly at 7ua. When the impedance check was rerun while laying down at 3.0 v, the patient was hurting in the pocket area. There was also burning / shocking and the patient started to cry. This was the first time the patient felt this while checking impedances. The patient was laying down during this time. It wasn't possible to palpate due to swelling. At the time of the report, the longevity parameter was 2.2 years to eos (end of service). A "buzzing" or "zap" (like hitting a funny bone) when laying down had occurred a few times, and this had only happened for the past few months prior to the report. It was determined this was caused by the removal of telemetry head during the impedance test. 185 hz and 90 microseconds of pulse width were patient's normal settings. It was also reported that there was going to be a revision and the reporter was trying to determine if the ins replacement was needed, as well. The ins was reading 3.71 v on the day of the report. Three days later it was reported that this patient would have to be taken to surgery to determine if lead or extension was broken. This hadn¿t been scheduled yet. The patient had an x-ray taken and this didn¿t show any visible fracture in lead/extension. The patient wasn¿t receiving therapeutic benefit at the time of the report .

Event description:
Additional information received reported the patient was doing well after the re-implant of the left lead. It was noted the patient was receiving great therapeutic benefit.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v606250, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension. (B)(4).